Event description:
Pt reported that they experienced high blood glucose (411 mg/dl) and an ambulance was called -- pt was treated with IV (content of IV was not specified) and taken to hosp. Pt's blood glucose at hosp was in the 300s (mg/dl) -- an IV (content of IV was not specified) was also given at hosp. Pt was still in hosp at time of report.